Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leaking and high blood glucose event on (B)(6) 2024. The blood glucose level at the time of event was 20.3 mmol/l. The patient resolved the event with correction bolus via pump followed by replacing supplies as necessary and resumed insulin. No further information available.